Event description:
Additional information received reported etiology was updated to due to programming.

Event description:
It was reported the patient had a change in paresthesia coverage after an MRI that resulted in inadequate paresthesia. The MRI was done on the right hip and the MRI was not related to the device or therapy. Examination of the stimulator showed the stimulator was working without problems. Reprogramming was done as an intervention and the event was considered resolved without sequelae. Etiology was noted as not due to the programming and was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).